Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported device "took longer to occlude" event was not reproduced during evaluation and the device was found to pass occlusion testing. A review of the event history log (ehl) on the reported event date, had a programmed delivery matching the parameters reported. The ehl showed the infusion was manually stopped twice before the infusion was completed and two downstream occlusion alarms occurred on the reported date. A visual inspection was performed, and no abnormalities were found. The device should alarm within 8 minutes for upstream occlusion error if the flow rate is at 100ml/hr. As per the user manual ¿time to detect an upstream occlusion may be extended if infusion at flow rates below 5ml/hr and decreasing to 1ml/hr. At 1 ml/hr, time to detect upstream occlusion may extend up to 7 hours." The device was determined to meet all product specifications related to the reported event. The reported "device took too long to occlude¿ was not verified. The reported problem of "had blood backing up in the intravenous line about 12 inches" could not be evaluated for during service. Based on the ehl review, the pump functioned as intended baxter's compatible baxter IV sets clearly states the proper usage of the buretrol sets. "Buretrol with closed vents, or shutoff valves will cause upstream occlusion that may not be detected by the infusion pump." And "when using a buretrol set containing a ball valve in the drip chamber, an upstream occlusion due to a closed ball valve may not be detected by the pump" as well. When a buretrol set is used proper venting is strictly required as well based on the pump operational manual, and as stated in the manual " do not use sets with non-vented drip chambers or rigid containers with improperly functioning vents", and the buretrol sets are rigid container not an IV bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a parenteral nutrition (pn) infusion with a spectrum iq pump, the pump ¿took longer to occlude¿ and blood was observed backing up in the intravenous (IV) line about 12 inches. The parenteral nutrition (pn) was infusing using an unknown buretrol set at a set rate of 3.6 ml/hr., with lipids infusing at 0.43ml/hr., via y-site with a separate syringe pump (brand not reported). It was reported that the pediatric ¿patient¿s blood sugar had dropped¿. It was reported the blood glucose was 28. The pn infusion was disconnected and the line was flushed. It was reported ¿the low blood sugar was corrected, and the patient suffered no sequelae from the event¿. It was reported after the pn solution was disconnected and clamped, the pump continued to run and alarmed for ¿about 7-10 minutes¿. No additional information is available.